Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the access line sample site filter of a prismaflex m150 set prior to use for continuous renal replacement therapy in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional air leak testing was performed (2 bar pressure) and a leak was observed at the level of the access post pump line. Further inspection showed that the access line was not correctly glued on to the filter sample site. The lines of the set including spikes are provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to the supplier manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.